Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was frozen on the home page. Additionally, it was reported that half of the screen was "blacked out". Reportedly, customer pressed on the wake button several times and reported that the screen was back to normal. Customer's blood glucose was 70 mg/dl.